Event description:
Customer reports back to back testing on the same meter using the active system with results of "lo" and 110 mg/dl. No controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.